Manufacturer narrative:
D4: the UDI cannot be reported since the part and lot numbers were not reported. The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Based on the limited information provided by the account, the investigation was unable to determine a conclusive cause for the reported peeling. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch received that states: "the radiopaque coating sheared off the wire while attempting to pass it through a lesion in the leg" no additional information was received.